Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to air in system and malfunction the patient had his artificial urinary sphincter (aus) revised.